Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced a syncopal episode due to intermittent undersensing on the ventricular channel. The device failed to deliver therapy and external shocks were delivered. It was noted that the device had recorded non-sustained ventricular oversensing episodes. Patient was successfully converted back to sinus rhythm. Programming changes were recommended due to the device programming parameters being incompatible with the patient¿s current physiological state. Patient was intubated for unrelated respiratory issues. Patient¿s family elected to turn off high-voltage therapy. Patient later expired due to respiratory issues.